Event description:
As reported, the plug sponge of a 7f exoseal vascular closure device (vcd) fell out after the product was unpacked. Finally, it was replaced with another unknown closure device to complete the femoral artery blockage. There was no reported patient injury. Internal carotid artery stenosis surgery was performed. The surgeon was skilled in using the closure device. The patient does not have history of infectious diseases. The product was contaminated and discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the plug sponge of a 7f exoseal vascular closure device (vcd) fell out after the product was unpacked. Finally, it was replaced with another unknown closure device to complete the femoral artery blockage. There was no reported patient injury. An internal carotid artery stenosis surgery was performed. The surgeon was skilled in using the closure device. The patient does not have history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was contaminated and discarded; therefore, it will not be returned for evaluation. The reported event of ¿vascular closure device (vcd)-deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis, nor were pictures provided. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the premature deployment reported. However, handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿select the corresponding french size vcd based on the existing sheath introducer french size. Remove the exoseal vcd from the sterile packaging using aseptic technique. Examine the device for any damage. Verify the presence of all components.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the plug sponge of a 7f exoseal vascular closure device (vcd) fell out after the product was unpacked. Finally, it was replaced with another unknown closure device to complete the femoral artery blockage. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The catheter sheath introducer (csi) was from other companies. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did have mild visible calcium/plaque. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Internal carotid artery stenosis surgery was performed with a retrograde approach used. The surgeon was skilled in using the closure device. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was contaminated and discarded; therefore, it will not be returned for evaluation. The reported event of ¿vascular closure device (vcd)-deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis, nor were pictures provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the premature deployment reported. However, handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿select the corresponding french size vcd based on the existing sheath introducer french size. Remove the exoseal vcd from the sterile packaging using aseptic technique. Examine the device for any damage. Verify the presence of all components.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.